Event description:
Event description guidant received information that this ventricular lead dislodged due patient movement after the implant procedure. Additionally, the atrial lead was noted to be dislodged two days after the implant procedure.